Manufacturer narrative:
Migration is a known inherent risk of implantable neuromodulation systems. There are no other allegations of system or device failure.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023. Patient subsequently reported issues with communication between the implantable pulse generator (ipg) and the external therapy discs, leading to loss of therapy. Investigation determined that the ipg had migrated away from the pocket location, causing the communication issues reported by the patient. Full system explant was performed on (B)(6) 2023 per patient request.